Manufacturer narrative:
Concomitant medical products: product ID: 694765 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited an alert for high/undefined impedance. It was noted that the patient underwent a procedure the same day as the alert. The lead remains in use. No patient complications have been reported as a result of this event.